Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, one of the black control wires on the maryland bipolar forceps instrument was damaged. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on (B)(6) 2022. However; they could not provide further information about the event.

Manufacturer narrative:
The maryland bipolar forceps instrument has not been returned for evaluation. Therefore; the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. The complete instrument information was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. This complaint is being reported based on the following conclusion: it was alleged that the instrument had conductor wire damage during inspection prior to a planned procedure. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Manufacturer narrative:
Updated information can be found in the following fields: d9, g3, g6, h2, and h3 failure analysis information can be found in the following fields: h6 and h10 intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have damage to the conductor wire¿s insulation. The insulation did not exhibit thermal damage. The insulation material was lifted, but no pieces were missing. The conductor wire was slightly exposed, however no wires were physically damaged. The electrical continuity test passed. The root cause is attributed to mishandling, commonly caused by collision with another instrument or sharp object. The instrument was found to have thermal damage on the bipolar yaw pulley. The yaw pulley showed signs of charring and localized melting at the exterior of the base of the grips. The thermal damage to the yaw pulley is unrelated to the insulation damage. The root cause of this failure is attributed to mishandling/misuse, commonly caused by a collision with another energized instrument. A review of the instrument log for the instrument (pn (B)(6)#.k11210809-0052) associated with this event was performed. Per logs, the instrument was last used on 11-apr-2022 on system sk4675. The instrument had seven uses remaining after last use.

Event description:
Refer to h10/h11 for follow-up information.